Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited an unexpected decrease in longevity, possibly due to elevated right ventricular (rv) lead pacing thresholds and high left ventricular (lv) lead pacing thresholds that were noted to have been increasing over time. It was unknown if the elevated rv thresholds were due to patient physiology versus a product performance issue but the lv thresholds were believed to be due to anatomical placement or physiological conditions. Both leads were reprogrammed to reduce output from the crt-p. The crt-p and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Analysis of the device memory indicated a pacing capture threshold issue in the left ventricle. The device memory indicated pacing capture threshold in the left ventricle was unstable. If information is provided in the future, a supplemental report will be issued.